Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker oversensed noise resulting in pacing inhibition on the right ventricular (rv) lead. There was also evidence of a low out-of-range impedance measurement. The patient has an intrinsic rhythm of 40 bpm with intermittent av block. There were no adverse patient effects were reported. The device was reprogrammed and the patient will be monitored.